Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to difficulty crossing the valve with the catheter and medtronic guidewire. While flowering of the valve at 80% deployment, the physician noted st depression and absence of filling in the right coronary artery (rca). The valve was recaptured and removed from the patient. A transesophageal echocardiogram (tee) showed the rca filling and a dissection flap present in the aortic root. Since the patient was not an operative candidate, the case was aborted and the patient was placed on hospice with comfort care. Per the physician, the valve, delivery catheter system (dcs) and guidewire did not cause or contribute to the dissection, rather it was likely due to the bav. The physician stated it was unknown what occluded the rca but it was possible the valve contributed when implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the ventricle was slightly horizontal and the root angle was less than 70 degrees. Per the physician, the dissection was caused by the balloon aortic valvuloplasty (bav). The patient expired three days following the valve implant procedure. The cause of death was dissection. If information is provided in the future, a supplemental report will be issued.